Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon. The target lesion was located in the left circumflex artery. After pre-dilation was performed, a 3.00x12 synergy ii drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was placed in the artery and the stent re-advanced. However, the stent got hung up on the polymer collar of the guide extension catheter. The physician continued to advance the stent, but it slid proximally on the shaft of the stent. The device was removed from the patient. Another stent was deployed in the lesion and the procedure was completed. No patient complications were reported and the patient was doing great.

Manufacturer narrative:
Device evaluated by MFR: synergy, us, mr, 3.0 x 12mm stent delivery system (sds) was returned. A visual examination of the crimped stent found that the entire stent moved proximally on the balloon over the proximal markerband and onto the inner/outer extrusion. The struts were distorted and misaligned. The balloon cones were reviewed and no issues were noted. Balloon folds were tightly folded and not subjected to positive pressure. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4) .

Event description:
It was reported that stent moved on balloon. The target lesion was located in the left circumflex artery. After pre-dilation was performed, a 3.00x12 synergy ii drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was placed in the artery and the stent re-advanced. However, the stent got hung up on the polymer collar of the guide extension catheter. The physician continued to advance the stent, but it slid proximally on the shaft of the stent. The device was removed from the patient. Another stent was deployed in the lesion and the procedure was completed. No patient complications were reported and the patient was doing great.